Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 76" and "defib disabled" messages, would restart/reboot itself, and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "defib fault 76" and "defib disabled message" were observed in data logs. The device was put through extensive testing including power cycling, bench handling and defib functionality stress test without duplicating the report. The pace/defib engine board was replaced as a pre-caution. The report of "unit restarts/reboots itslef" and "unit shuts off" were not observed during review of the device data logs and initial testing. The device was put through extensive tetsing including bench handling and defib stress testing without duplicating the report. The analog board was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.